Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Unit cuts out during procedure. Fs log # 99162. 1216677-2022-00270 leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Unit cuts out during procedure. Fs log # 99162. 1216677-2022-00270 leep precision generator lp-20-120 (B)(4),

Event description:
Unit cuts out during procedure. Fs log # (B)(4). 1216677-2022-00270 leep precision generator lp-20-120: (B)(4).

Manufacturer narrative:
Investigation: x-review DHR, x-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 11/07/2016 under wo#'s (B)(4) and shipped on 12/02/2016. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Findings range from unrelated functional issues to no confirmation of a defective unit. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 9/20/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Note: as no issue was noted on the unit there may be other factors in play at the time of the complaint such as the set up or handling. Correction and/or corrective action: the unit was evaluated, tested to specifications free of defects, and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.